Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, while using the pk dissecting forceps instrument, the surgical staff observed charring of the patient's skin surrounding the port incision where the cannula accessory and instrument were inserted. The surgeon immediately replaced the pk dissecting forceps instrument with another instrument of the same type to complete the planned surgical procedure. The "burned" skin was removed and sutured close. The case was not significantly lengthened due to this event. No additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for evaluation. Investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of 2008, there have been no reported recurrences of the issue at this hospital.